Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the syringe was returned and analyzed. The returned syringe is defective and will not inflate the balloon. A fresh syringe was used and the balloon inflates/deflates normally. A hole is visible in the rubber plunger.

Event description:
It was reported that when testing the balloon before inserting it in the patient, it appeared to have been leaking. The balloon was not used and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku